Event description:
Related manufacturer reference number: 2017865-2022-48770. It was reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted due to vegetation. The patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection. The source of the infection was not determined but the patient recently had a decubitus ulcer. The patient was sick due to the vegetation on the leads but recovered well after the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.